Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The consumer reported the patient had not had any symptom relief and was still experiencing a lot of pain and could not seem to get rid of it. Because of the pain, the patient had started to develop depression and frustration. The device was not meeting the patient's expectations. They had adjusted the patient's programming, and it still had not been working. The patient was thinking about going back to higher doses of opiates, but that was not the route they wanted to take. Later, the healthcare provider (hcp) reported the patient programmer was not working and would not turn on, so they could not put the remote into MRI mode to determine MRI eligibility. Further, the manufacturer's representative (rep) stated the patient could not communicate with the patient programmer. The rep was meeting with the patient to determine the implantable neurostimulator (ins) status. Then, the rep reported the issue was simply that the patient needed to replace the patient programmer batteries. Replacing the batteries resolved the issue. MRI compatibility guidelines were requested by the hcp later for a problem with the device or therapy. The hcp made a comment that it must be related to the ins due to the lumbar spine. At this time, the hcp reported there was an alleged overdischarge. Communication could not be established with the patient programmer and implantable neurostimulator recharger (insr). The hcp noted they performed a full body MRI two months prior to the report and verified full body eligibility. It was now noted that initially this indicated a patient programmer issue. However, the patient then realized it was an ins discharged/overdischarged issue. Later, the rep reported the MRI was not device related. There was no evidence that the stimulator had lost therapeutic effect. However, unrelated to the implant, the patient suffered a stroke causing short term memory issues and suffered from bi-polar disorder that made him stop using the stimulator. The patient's wife did not want the rep to try any further interrogation or reprogramming. The rep had no further information. Relevant medical history included spinal pain.